Event description:
It was reported 36 bd vacutainer® push button blood collection sets had a hole in the tubing. It was not indicated if issue was observed before or during use. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received photos for investigation, and evaluation of the two photos indicated damaged tubing. Poor package perforation was not observed in the photographs. Additionally, a visual inspection was performed on 10 retained samples; no defects associated with poor package perforation or damaged tubing were detected. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode: damaged. This complaint has not been confirmed for the indicated failure mode: package poor perforation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 36 bd vacutainer® push button blood collection sets had a hole in the tubing. It was not indicated if issue was observed before or during use. There was no health impact or consequences reported.